Event description:
Rec'd information regarding a cartridge alarm 1 during bolus delivery. Reportedly, the cartridge was cracked. While loading a new cartridge, the customer rec'd a cartridge alarm 5 during the load process. The customer was able to reload the new cartridge successfully and resume insulin delivery.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been rec'd. A follow up supplemental report will be submitted if the device has been rec'd.